Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of greater than 150 ohms. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.